Event description:
The customer questioned ise results for 2 patient samples tested on a cobas 6000 c (501) module. The customer performed an ise check x20 and it was very erratic. Based on the data provided, the sodium (na) and chloride (cl) results for 1 patient sample are a reportable malfunction. The initial na result was 127 mmol/l. The repeat result from a different c501 module was 145 mmol/l. The initial cl result was 129 mmol/l. The repeat result from a different c501 module was 104 mmol/l. The repeat results were believed to be correct. The incorrect results were not reported outside of the laboratory. No adverse event occurred. The na and cl electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and found the spring on the latch securing the electrodes was worn out and was not making a good seal on the reference electrode; this allowed air to get in. The fse re-set the reference electrode. Ise checks were performed x30 with good results. The customer performed calibration and qc with results within specification. The customer has had no further issues since the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.